Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.